Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose readings over 300 mg/dl after breakfast despite announcing the meal, with tubing inspected and no leaks or kinks reported, and the user was advised on potential causes and to change supplies if levels did not trend down. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no alerts reported, no use of backup therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included user education and troubleshooting conducted remotely with follow-up attempts. Investigation of this case revealed no device alarms and no confirmed device malfunction or infusion set issue, and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown due to insufficient evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.